Event description:
Customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram memory board and the sram battery. No pt injury was reported.